Manufacturer narrative:
MDR 1219913-2025-00056 was initially filed on 21-mar-2025. Additional information (28-mar-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported observation of an erroneously elevated total human chorionic gonadotropin (thcg) result on a patient sample on an advia centaur xpt system. Siemens evaluated the instrument data and the information provided by the customer. Reagent and instrument issues were ruled out based on the review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. Based on the available information, the specific cause of the erroneous result cannot be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
The customer from outside the united states (ous) reported observation of an erroneously elevated total human chorionic gonadotropin (thcg) result obtained on a patient sample on an advia centaur xpt system. Quality control (qc) recovered within the lab ranges. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained an erroneously elevated total human chorionic gonadotropin (thcg) result on a patient sample on an advia centaur xpt system. The erroneously elevated result was reported to the physician and was questioned. The same sample was reprocessed on the same advia centaur xpt system. The reprocessed result was lower and matched the patient¿s clinical picture. The lower result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated total human chorionic gonadotropin (thcg) result.